Event description:
The customer reported to olympus that during pre-use inspection, the camera head's screw was loose. The procedure was completed with the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E2:no information. Follow up is in progress to obtain additional information from the customer regarding the event. The device was returned and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during pre-use inspection, the camera head's screw was loose. The procedure was completed with the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned and evaluated. The reported issue was confirmed. It was determined that the product did not meet the product specifications. The following new defects were found during the inspection by the repair department: 1: flooding of the imaging head. 2: flooded cable section. 3: flooding of the main body. 4: discoloration of electrical contacts in the connector section. 5: connector cracks in the connector section. 6: cable damage in the cable section. 7: twisting of the cable at the cable section. 8: poor image capture at the head section. 9: scratches on the main body of the head. 10: wear of the main body of the head. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although it was confirmed that the mount was loose due to loosening of the screws, the cause of the problem could not be identified. Based on the inspection by the repair department, it was confirmed that flooding of the image capture, cable, and main body had occurred in the current product. However, the cause of the occurrence could not be identified. It was confirmed that the issues regarding loose screws, flooding of the imaging head, flooded cable section and flooding of the main body were mentioned in the instructions for use (IFU). However, it was not possible to estimate from the results of this investigation whether the cause of the occurrence was caused by customer handling. Therefore, it was not possible to identify whether the description in the instruction manual was sufficient or not. The reported risk/harm is addressed in the instructions for use(IFU): ¦"handling and general precautions (caution) do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Do not apply impact to the camera head. Doing so may damage the camera head. Endoscope image disappearance and freezing. Warning observe the following endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. Connect the video connector to the otv-s7pro when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. When straightening the camera cable, a part of the camera cable may become a loop of approx. 10 cm or less. When a loop of approx. 10 cm or less occurs, do not forcibly pull on the camera cable, but release the loop while rotating the camera head and gradually straighten it out. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break." Olympus will continue to monitor the field performance of this device.